Event description:
Ventilator analyzer read the f102 as delivering 30-35% oxygen to the pt when in fact it was delivering 70% oxygen to the pt. This resulted in a delay in treatment to the infant (surfactant therapy). No untoward effect on pt at this time.